Manufacturer narrative:
(B)(4).

Event description:
New information on (B)(6) 2015 indicates that the patient's condition was ok post event.

Manufacturer narrative:
Device evaluation should have been checked; MDR-2015-06175-02 .

Event description:
New information indicates that the device was explanted.

Event description:
It was reported that the patient presented in clinic for regular follow-up. The pulse generator exhibited premature battery depletion. The device was reprogrammed. No patient symptoms were reported.

Manufacturer narrative:
Final analysis found a hybrid anomaly which resulted in the reported high current drain.